Event description:
During a surgical procedure, while the patient was on table, the cupola fell off its suspension arm. No injuries were reported to patient. However the hospital reported that an employee had been injured but did not provide any information on the injury.

Manufacturer narrative:
One maquet representative visited the hospital, and evaluated the device. The technician found that two screws and one metal sleeve that are used to secure the cupola assembly were missing. Absence of these parts allow the safety pin to move out, releasing the cupola. He repaired the device and verified the other units in the hospital. This hospital is not under maintenance contract with maquet. Root cause of this incident is a maintenance error by the hospital when they did not secure the cupola assembly. Absence of these parts are detectable by users of te light in normal conditions. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.